Manufacturer narrative:
The returned device was returned and analyzed. Detailed analysis determined that the device was not in safety mode. A series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering battery longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device was operating within specification when implanted.

Event description:
It was reported that the involved facility let boston scientific know that this device had been preventively explanted and replaced, with no allegations associated. Later, a boston scientific representative was made aware that this device had been replaced as it entered safety mode. No additional adverse patient effects have been reported. The device was returned for analysis.

Event description:
It was reported that the involved facility let boston scientific know that this device had been preventively explanted and replaced, with no allegations associated. Later, a boston scientific representative was made aware that this device had been replaced as it entered safety mode. No additional adverse patient effects have been reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.